Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed from the video that was provided for investigation; however, it could not be determined how the q-syte connector caused or contributed to the leak. Fluid was leaking from the connection between the q-syte connector and the extension set. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that bd q-syte closed luer access device leaked at the connection. The following information was provided by the initial reporter: q-syte needle free connector was found to have leaking after connecting to the extension tubing. New unit was replaced and problem has resolved without leaking. Same day installation of the qsyte and later that noon incidence has occur.

Manufacturer narrative:
E. Address: 23, (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.